Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had difficulties recharging so an x-ray was performed, which showed a flipped implantable neurostimulator (ins). Following the x-ray the ins pocket was opened and the device was repositioned then sutured down; the event was resolved. No symptoms were reported and no further complications were reported/anticipated.